Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "camera head air leak "was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was water immersion in the camera cable also there was water immersion in the main body imaging. (Water droplets are adhering to the inside of charged coupled device) and the image is dimmed. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was identified during reprocessing for a therapeutic procedure. The procedure was completed with the same device with no surgical delay. There was no patient involvement at the time the issue was identified.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had air leakage. There were no reports of patient harm.